Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture present in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-jan-2020 with the following findings: during investigation, the battery compartment was found to be cracked and a leak test failed at that crack. The pump was unable to power on due to moisture corrosion in the battery compartment which was covering the positive terminal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.